Manufacturer narrative:
One truepass suture passer w/self-capture mechanism was returned for evaluation. Visual assessment showed the ratchet trigger is missing from the handle. Functional assessment confirmed the device would not perform all designed functions due to the missing trigger. Device was altered limiting complete functionality. Device was tested with a truepass needle and ultrabraid suture. The needle picked up the suture and the self-capture mechanism captured the suture as designed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the device won't load properly, and when loaded, it doesn't work properly. The ratchet trigger was removed to accommodate surgeon preference. The needle would go in most of the way but then encountered a point where it would jam. The procedure was completed using a scorpion. The patient was okay post procedure. Delay of less than 30 minutes was reported.